Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states batteries overcharging, swelling up in battery box. Provider states that that area got so hot that the batteries are melted together.